Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle detachment from the strand of the product could be observed. However, no assignable cause could be established.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an implant placement in the mouth on (B)(6) 2018 and suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences. No additional information was provided.